Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not delivering bolus. Bolus wizard did not give correction bolus when blood glucose was high. The parameters were entered correctly and correction bolus was incorrect. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing. (B)(4).